Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the navigation screen turned blue when the probe was inserted into the navigation system. It was noted that only the navigation text was displayed. The use of navigation was aborted and the procedure was completed without it. There was no impact on patient outcome and the issue caused a less than 1 hour delay. Additional information received reported that the most likely cause was deterioration of the probe over time.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) the instrument was returned for analysis. The returned probe had faded color and a torn strain relief but was otherwise fully functional when connected to a known good system. The probe displayed good geometry and divot error readings with normal tracking and verification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.